Event description:
Two syringes drained out of her knee (left knee) [arthrocentesis]. Two syringes drained out of her knee (left knee) [effusion (l) knee]. Couldn't walk on it [unable to walk]. She has fevers on and off [fever]. Her knees got really hot (left knee) [joint warmth]. Blew up the size of cantaloupes, her left knee, was much worse meaning it was bigger in size/ big giant knees again (left knee) [swelling of l knee]. Knees were "burning" (left knee) [burning sensation in joints]. Case narrative: this case is linked to (B)(4) (multiple device; same patient). Initial information received on 30-jun-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp (non health care professional) from united states. This case involves adult female patient who experienced couldn't walk on it (left knee), she has fevers on and off, her knees got really hot (left knee), blew up the size of cantaloupes, her left knee, was much worse meaning it was bigger in size/ big giant knees again (left knee), knees were "burning" (left knee) and two syringes drained out of her knee (left knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (3 injections) (strength: 16 mg/2 ml) (hylan g-f 20, sodium hyaluronate) (lot, dose, frequency, indication: unknown) in left knee. In context of covid-19 crisis, information on batch number was not requested. On an unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that after the first and second injections she didn't feel anything but by the third injection her knees got really hot and several days later they "blew up the size of cantaloupes" (joint swelling). She stated that one knee, her left knee, was much worse meaning it was bigger in size and she couldn't walk on it or put any pressure on it (gait inability). She stated that she had two syringes drained out of her knee on (B)(6) 2021 (aspiration joint) (joint effusion) (intervention required) and later on they had blown up again. She said she had relief within hours of the draining but the next morning she had big giant knees again that were burning (arthralgia) (latency: unknown). She stated that she was using ice and on heavy doses of ibuprofen but 24 hours after draining it her knee was back to the size of her thigh. She said there was no difference in size from her upper thigh to her knee and it was burning hot (joint warmth) and she had fevers on and off (pyrexia). She stated that she could not keep going through having this and she was prescribed keflex the other day action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable. The patient was treated with ibuprofen sodium (ibuprofen) and cefalexin (keflex) for all events. At time of reporting, the outcome was not recovered/not resolved for all events. A product technical compliant (ptc) was initiated on (B)(6) 2021 for synvisc (lot number unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor complaints as stated to determine if a CAPA was required. Final investigation was completed on (B)(6) 2021 and conclusion summarized as no assessment possible. Additional information was received on 14-sep-2021 from the quality department. Global ptc number added. Strength and dosage added. Text amended accordingly. Additional information was received on 14-sep-2021 from the non-healthcare professional. Upon internal review, the case initially assessed as non-serious was upgraded to serious with the addition of the event of two syringes drained out of her knee (left knee) with the seriousness criteria of intervention required. Clinical course updated and text amended accordingly. Additional information was received on 17-sep-2021 from the other healthcare professional. Ptc results received and processed.

Event description:
Two syringes drained out of her knee (left knee) [arthrocentesis], two syringes drained out of her knee (left knee) [effusion (l) knee], couldn't walk on it [unable to walk], she has fevers on and off [fever], her knees got really hot (left knee) [joint warmth], blew up the size of cantaloupes, her left knee, was much worse meaning it was bigger in size/ big giant knees again (left knee) [swelling of l knee], knees were "burning" (left knee) [burning sensation in joints]. Case narrative: this case is linked to (B)(4) (multiple device; same patient). Initial information received on 30-jun-2021 regarding an unsolicited valid serious case received from a consumer/non-hcp (non health care professional) from united states. This case involves adult female patient who experienced couldn't walk on it (left knee), she has fevers on and off, her knees got really hot (left knee), blew up the size of cantaloupes, her left knee, was much worse meaning it was bigger in size/ big giant knees again (left knee), knees were "burning" (left knee) and two syringes drained out of her knee (left knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (3 injections) (strength: 16 mg/2 ml) (hylan g-f 20, sodium hyaluronate) (lot, dose, frequency, indication: unknown) in left knee. In context of covid-19 crisis, information on batch number was not requested. On an unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced that after the first and second injections she didn't feel anything but by the third injection her knees got really hot and several days later they "blew up the size of cantaloupes" (joint swelling). She stated that one knee, her left knee, was much worse meaning it was bigger in size and she couldn't walk on it or put any pressure on it (gait inability). She stated that she had two syringes drained out of her knee on (B)(6) 2021 (aspiration joint) (joint effusion) (intervention required) and later on they had blown up again. She said she had relief within hours of the draining but the next morning she had big giant knees again that were burning (arthralgia) (latency: unknown). She stated that she was using ice and on heavy doses of ibuprofen but 24 hours after draining it her knee was back to the size of her thigh. She said there was no difference in size from her upper thigh to her knee and it was burning hot (joint warmth) and she had fevers on and off (pyrexia). She stated that she could not keep going through having this and she was prescribed keflex the other day action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable. The patient was treated with ibuprofen sodium (ibuprofen) and cefalexin (keflex) for all events. At time of reporting, the outcome was not recovered / not resolved for all events. A product technical compliant (ptc) was initiated on 14-sep-2021 with global ptc number: (B)(4) and results were pending for same. Additional information was received on 14-sep-2021 from the quality department. Global ptc number added. Strength and dosage added. Text amended accordingly. Additional information was received on 14-sep-2021 from the non-healthcare professional. Upon internal review, the case initially assessed as non-serious was upgraded to serious with the addition of the event of two syringes drained out of her knee (left knee) with the seriousness criteria of intervention required. Clinical course updated and text amended accordingly.